Event description:
During positioning of the mobile unit for a bed side exam, the unit moved approx 20cm from its parked position. This event occurred in europe and co is unable to determine the exact date of the incident.